Manufacturer narrative:
Result: unit under evaluation and service.

Event description:
The international customer reported the ventilator alarmed and air flow stopped during operation. The customer reported the device was in use on a pt and there was no pt harm. During service review of the device diagnostic log history, a pressure regulation high occurrence was noted. A pressure regulation high occurrence during normal ventilation mode operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt. The user must provide alternative ventilation and have the ventilator serviced. Initial manufactures service testing of the device was unable to duplicate the reported problem. Further evaluation and repair is pending.